Event description:
It was reported that "it was unable to pace during use". No patient injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. Customer report of pacing issue was not confirmed. Balloon would not maintain inflation. The balloon did not maintain inflation due to leakage from a void in the adhesive at the inflation extension tube to y-adaptor tube junction. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no shorts or intermittent conditions. No visible damage was observed on the catheter body or returned monoject 1.3cc limited volume syringe. Resistance was measured using fluke multimeter. Visual examination was performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of pacing issue was not confirmed; however, the balloon would not maintain inflation due to leakage from a void in the adhesive at the inflation extension tube to y-adaptor tube junction. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.